Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of an error message and discrepant inr results with coaguchek xs meter serial number (B)(4). The error message received is associated with too much or not enough blood on the test strip. At 6:47 a.m. The customer got a result on the meter of 5.7 inr. At 8:30 a.m. The customer was tested at a laboratory by an unknown method with a result of 3.2 inr. The customer tested on the meter again upon returning from the laboratory and the result was 3.0 inr. The result of 3.0 inr was not located in the meter memory of the device. No treatment was required. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer is in stable condition. The customer does not have anemia or antiphospholipid antibodies. The customer is not experiencing any bruising. The meter and test strips were requested for investigation. The customer returned the meter and test strips. The returned test strips were measured with the returned meter with liquid qc of a high level in comparison to master lot #28632180 on internal reference meter. The obtained qc results were in the allowed range. No error messages occurred during investigation. Qc 1: 2.6 inr; qc 2: 2.6 inr; qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Retention test strips (lot 294151-23) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.